Event description:
During evaluation of the homechoice (hc) device, the (B)(4) determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test due to a rite electrical ground bond test. The pal (product analysis lab) evaluated the device. Ground bus resistance measured within ground bond specification. The assignable cause for rite test failure - ground bond was undetermined. The device history record was reviewed and no issues were identified that may have contributed to the rite failure. Similar reports have been received for the reported problem. The root cause investigation is in progress.